Manufacturer narrative:
Operator of device: patient/consumer. No additional information has been received to date. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming 'no disposable clamp tubing'. Upon restart, the pump alarmed 'no disposable pump won't run'. The settings were reviewed and troubleshooting measures were performed; the alarm persisted. Air bubbles were also present in the cassette tubing. No patient injury was reported.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: h4: correction: device manufacturing date: 21-jun-2019.